Manufacturer narrative:
The device was returned to the factory and the customer was provided a replacement ventilator.

Event description:
The customer reported the device powered up with a blank screen and alarming. No patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2018-00668.